Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering an air detected in cassette message during drain 2 of 4. Patient stated that the unused lines are clamped and the she does not see any air bubbles in the tubing. After attempts at troubleshooting the patient removed the cassette and observed evidence of a fluid leak. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the peritoneal dialysis patient indicates that the patient¿s clinic was notified of the alleged event and that the patient was prescribed prophylactic antibiotics, (type / dose unknown). The patient did not miss any treatments and resumed treatment on the replacement cycler.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. Encountered (scale reading error warning). A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The ¿go/no go gauge¿ check failed. The check failed on the left-side (display-side) edge of the heater tray. During the initial simulated treatment, multiple (scale reading error) alarms occurred. The load cell verification failed at the 2000 gram and 4000 gram weight tests. An internal inspection of the cycler showed that the load cell was improperly at an angle on the load cell bracket. After straightening the load cell on the bracket, the load cell verification check passed. An internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. After straightening the load cell on the load cell bracket, a 3rd (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.